Event description:
It was reported that following a lead revision procedure (MFR number 3006630150-2023-04456), the patient was experiencing inadequate pain relief. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively, and the explanted devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7113447/7071574/7074444.